Manufacturer narrative:
This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false nonreactive architect syphilis tp result generated by the architect i2000sr processing module for a patient. The result was inconsistent with other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): architect syphilis tp result = 0.50 s/co (nonreactive) elisa method = weak positive snibe method = 2.0 s/co (reactive) tppa method = weak positive there was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect syphilis tp assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 73543be01. A device history record review does not identify any potential non-conformances, non-conformances or deviations associated with the complaint lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 73543be01was identified.

Event description:
The customer reported a false nonreactive architect syphilis tp result generated by the architect i2000sr processing module for a patient. The result was inconsistent with other methods. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): architect syphilis tp result = 0.50 s/co (nonreactive). Elisa method = weak positive. Snibe method = 2.0 s/co (reactive). Tppa method = weak positive there was no impact to patient management reported.